Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. The customer's exact blood glucose reading at the time of the incident was unknown. Leading up to the incident, the customer felt queazy, off balance, drained, and no energy and had a blood glucose in the 300's. The customer ate a boiled egg and laid down, then the customer started vomiting. The customer checked the blood glucose and it has gone into the 500's. Due to the high blood glucose, the customer went to the doctor and the blood glucose was high. The doctor treated the high blood glucose with an IV and monitored other organs. The insulin pump will not be returned for analysis.